Event description:
It was reported that the green cable is faulty. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the int'l svc center. Based upon the inquiry info rec'd visual and functional examination, the unit was found to require: damaged case upper replaced, unit calibrated, fastening material exchanged, rotational cable replaced, and translational cable replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.